Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's screen was turning on and off while being flexed during sedation for a diagnostic bronchoscopy. The procedure was completed with a different olympus device. There were no reports of patient harm.